Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 5.2 displayed a failed to open error message. The customer stated that when attempting to recover the drawer, it clicked multiple times but did not open and then failed again. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 5.2 failed to open with an error message. A field service engineer (fse) found the slide rails bumpers on drawers 5.1 and 5.2 on the left rails were missing. Fse replaced the rail bumpers to resolve the issue. The system functioned as intended after the field service engineer repaired the device.